Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl. Customer's other blood glucose value was 520 mg/dl at the time of incident. The customer experienced symptoms such as nausea. The customer was treated with glucagon shot. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis. The device will be returned for analysis.